Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that their device powered itself off after 20 seconds of use on a patient. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control reviewed the device's electronic records and verified the reported issue. It was observed that the device had unexpectedly lost power one time.

Event description:
The customer contacted physio-control to report that their device powered itself off after 20 seconds of use on a patient. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.